Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11a14014, h10k13066, and h10g27097 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of patient made mistake/touch contamination and peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported by the consumer. On an unreported date, the patient made a mistake/touch contamination that resulted in peritonitis on an unknown date. Treatment for the events was not reported. On an unreported date, the patient recovered from the event of peritonitis and the outcome for the event was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not reported.